Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 8/25/2020 corrected information: d2, d2b, d3, g1, g2, g5.

Manufacturer narrative:
Product complaint # (B)(4). The following information was requested, with no response to date: was the drain being pulled and broken while removal after completion of its use? Did the drain piece remain in the patient's body after it was broken? Was the drain piece removed? If yes, was the patient taken back to hospital/operating room to remove the broken piece? Or was it removed at the same time in the clinic? How? How is patient's condition? Lot number of the blake drain used is complaint for a jackson pratt drain (non-ethicon product) or blake drain (ethicon)? Attempts to obtain the additional information have been made. To date the information and device has not been received. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown procedure and a drain was used. A drain was pulled from a patient in the clinic and when pulled the drain was split. The manufacturer is not clear. There was no adverse consequence for the patient reported. The device is not available for return. Additional information requested.